Event description:
Customer reported an interlock error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated a ribbon cable connector. System operates as intended.